Event description:
The facility's biomed reported an infusion pump with an 810:04 failure code that occurred during set-up prior to patient use. The biomed stated that there was no report of any patient injury or medical intervention resulting from this failure. Information was requested by baxter regarding specific pump programming and set-up information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified. There have been no reports of any patient incident involving this pump since the last baxter service event.